Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: procurement specialist purchasing & scis. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not necessary at this time unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the syringe 1ml ll w/o dn experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 309628, batch no.: unknown. I would like to report the following defective/broken item. Event: 1ml bd syringe submitted from b2 rx IV lab for pharmacist check- syringe appears to brown coffee-like stain between plunger and barrel. Pharmacist requested IV technician re-make product. Syringe retained, lot # unknown. Event date: (B)(6) 2020. Event location: (B)(6). Manufacturer: bd catalog: 309628. Lot: unknown. Po: no patient or staff harm. The defective item is available for return if needed.